Event description:
An asystole event did not print out on chart recorder, but is recorded in memory. Event review shows v-tach later that did print out on chart recorder. Post-event analysis of waveforms in memory indicates v-tach, flatline and intermittent lead-off conditions for about nine mins from the time of the first asystole event until the alarm printout of v-tach event. Staff was not alerted to the problem. Pt was initially treated for asystole, but was really in v-fib. Pt was resuscitated, but had suffered some loss of brain function, and died nine days later.